Event description:
It was reported via a voluntary medwatch report that the pt had a pump replacement. It was stated that "there was some kind of a problem during surgery" and the pt was given overdose of morphine and the pump was turned off. Pt had been on morphine for about six years and this overdose was followed by withdrawal. Pt related this event to a similar episode with his previous pump which has been reported in MFR report #3007566237201108566.

Manufacturer narrative:
(B)(4).